Event description:
A healthcare provider later stated that the pump had migrated from the lower quadrant to up behind the patient¿s lung. The cause for the pump migration was unknown. The patient¿s mother stated that the patient was acting like he was in pain when the pump was up near his lung. The doctor was able to successfully reposition the pump on (B)(6) 2013.

Event description:
An occlusion of the distal catheter segment was reported. It was noted that the catheter could not be aspirated. The catheter was explanted and replaced on (B)(6) 2013. A flipped pump was also reported. The pump had migrated and was located near the rib cage. The doctor believed that a 40 ml pump was too large for the patient. The pump was removed on (B)(6) 2013 and was replaced with a 20 ml pump. The patient¿s status at the time of the report was alive and without injury. The medication infused was gablofen. It was later reported that the cause of the pump flip was unknown. The patient experienced increased tightness as well as some pain near their ribs where the pump had migrated to.

Event description:
Additional information received reported that the patient experienced pain. It was noted that the patient was non-verbal. It was also noted that the catheter occlusion was possibly related to migrated/flipped pump. X-ray was done on (B)(6)-2013.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: catheter: product ID 8711, lot# j11404r29, implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type: catheter. (B)(4).